Manufacturer narrative:
H6: investigation summary one photo received by our quality team for investigation. Upon visual evaluation, a green particle is observed in the fluid path of a 1 ml syringe, therefore the incident is confirmed. Fourier transform infrared spectroscopy report from the customer suggest the foreign substance is plastic. A device history review was performed for the reported lot 2005016, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. While we cannot identify a direct issue, the particle likely generated during by transport along the manufacturing line. H3 other text : see h10

Event description:
It was reported while using bd plastipak¿ 1 ml syringe with detached bd microlance¿ 3 needle foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: assistance to investigate for a green foreign object in the housing of a 1ml syringe. The investigation requires external investigation by becton dickinson (manufacturer) and basan (tapping and wrapping, irradiation) and allergy are looking to send off for green object to be identified. The foreign particle was firstly inside the needle housing (within the orange section), before moving into the syringe barrel.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ 1 ml syringe with detached bd microlance¿ 3 needle foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: assistance to investigate for a green foreign object in the housing of a 1ml syringe. The investigation requires external investigation by becton dickinson (manufacturer) and basan (tapping and wrapping, irradiation) and allergy are looking to send off for green object to be identified. The foreign particle was firstly inside the needle housing (within the orange section), before moving into the syringe barrel.